Event description:
The lead was returned to the manufacturer after being prophylactically explanted. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and there were outer insulation bilumen tubing voids. It was noted that the distal conductor was distorted, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was blood in/on the helix/lobe mechanism.